Event description:
Hospira (ICU medical) plum 360 infusion pumps are infusing too fast resulting in infusions ending before the programmed stop time. The pump is also indicating a smaller amount of fluid is infused than what is programmed in the pump. FDA safety report ID# (B)(4).